Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Pump passed displacement test, active current test, and sleep current test. Pump fails self test due to discoloration on screen during screen test. No unexpected alerts and alarms noted during testing. The following alarms were noted in the alarm history screen on event date: pump error 4 at 4:52 pm, pump error 63 at 4:52 pm, pump error 24 at 4:50 pm. Pump successfully downloaded to thus. Pump error 4 confirmed on (B)(6) 2021 at start time16:52:04.000. Pump error 63 confirmed on (B)(6) 2021 at start time16:52:05.000 with variable 15. The following power alarms/alerts were noted on event date in history files: replace battery now alarm [11] on (B)(6) 2021 16:51:00.000, power failure alarm [24] on (B)(6) 2021 16:50:00.000, these alarms were unexpected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿ moisture damage on pcba1, lcd display flex connector, pcba 2, motor assembly flex connector, keypad flex connector, and vlith battery connector. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Exposure to moisture confirmed. Pump error 4, pump error 63, and pump error 24 confirmed due to moisture damage on electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.